Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d4 lot number, d4 expiration date, d4 UDI number, h3, h4, h6 additional h3 investigation summary: the product was returned to ethicon for evaluation. One detached needle and one suture outside the packaging were received for analysis. Product code sxpp1b408. After investigation of the sample, a short insertion was observed in the strand. The visual inspection concluded that the combination of the needle/suture was detached from the needle since the insertion end of the suture did not meet the requirement. Based on the information currently available, short insertion issue was identified as pull out during the investigation of the sample received. This product issue will be addressed through the ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device evaluation pending. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The device upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested, and the following was obtained via: please provide the lot number. Unk. Please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. We regularly contact with sale rep about the device returning. Provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq). (B)(4). D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. The manufacturing records could not be reviewed as the batch/lot number is unknown.

Event description:
It was reported that a patient underwent an unknown surgery on an unknown date and barbed suture was used. During the procedure, the needle had been detached from the suture during use and use was stopped. This event was found before use. It was not a control release needle. Another product was used to complete the case. When we send the sample to you, we will let you know its return date and tracking number. There were no adverse consequences to the patient. Further details are not provided from the hp. No adverse patient consequences were reported. Additional information was requested.